Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm cobra grasper instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip at the grip base of grip tip. A piece approximately 16.86mm x 5.38 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2025 on system sk3717. The instrument had 13 uses remaining after the last use. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the tip of the 8mm cobra grasper instrument was broken. The broken piece was thrown out by the hospital staff. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no material missing. There were no visible broken cables.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.